Event description:
It was reported that a remote monitoring message was displayed indicating that remoting monitoring was disabled for this implantable cardioverter defibrillator (ICD). It was also noted that the date of the explant indicator was listed as january 1, 2000. Device data was sent for review which found the device had reached end of life (eol) due to charge time. It was also noted that the device displayed a code indicating charge time exceeded. The device had been implanted approximately one year before reaching eol. Technical services recommended emergent replacement as the patient may not be protected. The device was subsequently explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a remote monitoring message was displayed indicating that remoting monitoring was disabled for this implantable cardioverter defibrillator (ICD). It was also noted that the date of the explant indicator was listed as january 1, 2000. Device data was sent for review which found the device had reached end of life (eol) due to charge time. It was also noted that the device displayed a code indicating charge time exceeded. The device had been implanted approximately one year before reaching eol. Technical services recommended emergent replacement as the patient may not be protected. The device was subsequently explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert > 45 seconds had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.